Manufacturer narrative:
(B)(4)

Event description:
The pump logs confirmed a motor stall occurred (B)(6)2010, tube set message on (B)(6)2010, and no recovery was noted. No source of electromagnetic interference was identified. The pt experienced the following symptoms of withdrawal: the following symptoms were reported: shakiness, diaphoresis, chills, diarrhea, nausea, increased baseline pain. On (B)(6)2010, the pump was alarming; the motor stall remained and was constant since (B)(6)2010. Pump replacement was being considered. The pump delivered hydromorphone and bupivicaine. Additional info has been requested, but was not available as of the date of this report.